Manufacturer narrative:
Date received by manufacturer: 27sep2019. Date of report: 30sep2019. The manufacturer¿s international service technician confirmed the reported airflow accuracy issue. The manufacturer¿s international service technician replaced the da pcba to flow sensor harness to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit was failing airflow accuracy. There was no patient involvement. Event date not specified, estimate used.